Event description:
Healthcare professional reports a case of alcl and seroma of this pt with a history of left side breast cancer. The pt presents in (B)(6) 2012 with left side breast swelling. CT was performed and confirms seroma. In (B)(6) 2012, seroma was aspirated and sent for culture; alcl was diagnosed.

Manufacturer narrative:
Medwatch submitted: (B)(4) 2013. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the (B)(4) study, in the labeling for silicone implants. Device labeling address the event of seroma as: "after breast implant surgery, the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergan silicone labeling).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).